Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. There was no additional adverse patient effects were reported. This ra lead was explanted.